Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510k: premarket identification /k011028/k013227.

Event description:
It was reported that implant at tooth site 11 was fractured and had to be removed. Bone loss and infection were also reported. Discomfort, pain, edema, soreness and swelling were reported as a result of the event. Implant placed 20 years ago, fracture occurred somewhen in october 2022.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One unknown zimmer screw and a tsv implant (tsvb13) were returned for investigation. Visual evaluation of the as returned products identified a fractured collar on the implant and screw fragment inside. Regarding infection and bone loss, similar complaints for infection and / or bone loss related problems have been previously investigated. Refer to attached summary investigation. Investigations performed for hundreds of events where either of these conditions, infection, or bone loss, or both, have been reported, have concluded that the likely cause(s) for the implant failure in relation to these conditions are external factors. Those include medical conditions (e.g., diabetes, bruxism, etc.), patient habits (e.g., smoking, bad oral hygiene routine) and user error (e.g., surgical technique). There has not been any instance where either infection and/or bone loss, have resulted from a manufacturing or design defect. Furthermore, the probability of manufacturing or design defects that might lead to infection and result in bone loss occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. The analysis and result of investigations and the analysis of probability previously described are contained in the summary investigation reports performed for bone loss and infection, which are attached. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ or any further escalations. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. DHR review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the tsvb13 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: fracture: implant; infection; bone loss). Based on the investigation and risk management file review, the most likely root causes determined from the investigation are external factors (patient¿s condition). Therefore, based on the available information, device malfunction did occur, and the reported event of fracture was confirmed. However, bone loss and infection could not be confirmed since they are medical conditions. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.' *h4: device manufacture date not available, lot number unknown. The returned products impl tapered scr-v sbm 3.7mm 3.5mm 13mm (tsvb13) and the unknown zimmer screw cannot be located by the manufacturer, attempts have been made to locate the product and at this time the location remains unknown. Therefore, the product has not been physically inspected and visual/functional evaluation could not be performed. The investigation has been completed based on the available device information and complaint history review. Events related to missing product are being tracked and trended, these events are considered to be remote and remain below the occurrence rate. In the event that the product is found, the complaint will be reopened to evaluate the returned product and additional MDR reports shall be submitted as required. Similar complaints for infection and bone loss related problems have been previously investigated. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A pre-existing condition noted on the per form was good health condition. Bone density was unknown. Tooth location was number #11 (fdi). Device usage approximately 20 years. X-ray & picture evaluation: the customer did not provide any images for the reported event. Review of appropriate documentation: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 9-10/19 and instructions for use - instructions for use for zimmer dental implant systems, ifu4894 rev. 6 ¿ 08/19. Information identified: 'contraindications' 'warnings' 'changes in performance' 'adverse effects' DHR review: DHR and sterilization review could not be performed, as the subject lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Complaint history review: a complaint history review by item number was conducted for the tsvb13 dating back to 12 months from the complaint notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Review completed utilizing keywords: 'dental : functional : fracture, dental : medical : bone loss, and medical : infection.' Post market trend review: march post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, a device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.